Event description:
It was reported that during a monarch-assisted bronchoscopy procedure the patient experienced a pneumothorax. The target location was right upper lube (rul), and the pneumothorax was discovered during post-procedure chest x-ray. A chest tube was placed in the patient and the patient was admitted to the hospital. The chest tube was removed four days after the placement and the patient was discharged.

Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000299-01, rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.